Event description:
It was reported that the user experienced low glucose readings in the 60s to low 70s without hearing alerts from the mobile application, and the spouse later disclosed both the ilet app and the companion app had been force quit; subsequent review confirmed the apps were connected, notifications were enabled, and alarm events for urgent low soon and low glucose were logged. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and return of blood glucose to range without medical intervention. Investigation included agent review of alarm history and verification of app connectivity and notification settings, as well as user education to keep the ilet and companion apps running in the background to receive alerts. Investigation of this case revealed that alarms had been generated and that force quitting the applications likely prevented audible or visual alerts from being received, consistent with user interface and use-related factors rather than a device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hypoglycemia event but consistent with use-related behavior affecting alert delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.